Event description:
Reportedly, during the firing of the instrument with the fourth sulu, its jaw locked on tissue and the jaws would not open. Therefore, the surgeon had to use another instrument and sulu to fire on either side of the locked instrument to remove it and complete the case. Procedure: gastric bypass. Pt status: pt stable.